Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was set up without the electrode pads attached. Which would have resulted in the device displaying a red x. A red x condition on the device is both visual and audible until addressed. In accordance with our labeling, the electrode pads must be connected at all times. The investigation concluded that the device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.